Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a flooded connector. Based on the results of the investigation it was confirmed that the connector was flooded in the actual device. However, the cause of the occurrence has not been identified. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): the following is described in the ¿warning¿ section of the instruction manual ¿precautions for cases where endoscopic images disappear unexpectedly, or freeze cannot be released¿. Do not drop the camera head or allow it to strike other objects. Water leakage could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head had a flooded connector. There were no reports of patient involvement.